Event description:
It was reported that during a left colectomy procedure, when checking the anastomosis it was detected dehiscence of almost the entire circumference and opens various staples. The anastomosis was done manually. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.